Manufacturer narrative:
Insulin pump was received with cracked reservoir tube window, completed broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were cracks near the reservoir window. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.